Event description:
A patient with a negative antibody screen two weeks prior to the incident was transfused 8 units of blood. There were no issues reported regarding the transfusions. An antibody screen was performed post transfusion and now the antibody screen is positive. Antibody identification was performed, and only cell 7 reacted. A previous lot of product was then used and all jka+ cells reacted with the sample. Customer then sent an aliquot of the sample to their sister facility for confirmation. Their sister facility used panel lot vra185 and only cell 7 was positive. The 8 rbc units the patient received were tested for the jka antigen and all 8 were jka positive. Customer states all qc was acceptable. There were no other issues reported.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Results were satisfactory. (B)(4).